Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Blood glucose levels were not reported. The insulin pump did not pass the high pressure test. No other information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.